Manufacturer narrative:
Philips has investigated this complaint. Review of the system log file showed that a frame grabber card initialization error resulted in constant rebooting of flexvision pc and there was no communication to host pc leading to incomplete startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc, hard disk and installed the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method and health impact code were corrected.

Event description:
It has been reported to philips that the system was not starting. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was constantly rebooting and there was no communication to host pc. Troubleshooting actions showed a problem with the flexvision pc. Philips has started an investigation of this complaint.